Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation for the automated impella controller - battery charging issues has been completed. The console logs from the complaint date revealed the ¿battery temperature high¿ alarm. There was no preceding battery temperature alarm, which occurs when battery temperature is between 50 degrees celcius (c) and 60 degrees c. The batteries and power management system were tested but no issues were observed. Battery temperature high alarm was due to a momentary communication glitch between the batteries and the power battery manager (pbm) circuit board, where a single sample from battery data (in this case value of battery temperature) was corrupt. This issue was most likely due to a rare, momentary communication glitch caused by the pbm.

Event description:
The complainant reported that the impella 5.5 automated impella controller (aic) was unplugged from the outlet and a battery temperature high alarm appeared. The aic was plugged back in and the alarm resolved. The team was advised to consider exchanging the aic. No patient harm has been reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.